Manufacturer narrative:
The insulin pump was received with a high idle current due to open traces on the display driver. The insulin pump had a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer stated that the battery on the insulin pump only lasts 2 or 3 days. Customer does not use the sensor feature, no backlight in use and does not rewind the device daily. Customer stated that the vibrate mode is off and glucometer is not connected to the insulin pump. The battery used to last 14 to 12 days. Customer also stated that the blood glucose has been higher than normal. Customer changed the infusion set daily for the last three days. Battery out limit and low battery alarms noted in the history. Initial blood glucose value was 24 mmol/l; treated with insulin pen and last blood glucose was 6.1 mmol/l. Nothing further reported.